Event description:
On or about (B)(6) 2013, patient underwent left subclavian placement of a pfm medical t-port hp pur kit sp port catheter product, with model number 616.362.2088-ha, and lot number 122294000. On or about (B)(6) 2022, patient was subsequently diagnosed with a port catheter infection, which required removal of the t-port. On or about (B)(6) 2022, patient underwent removal of thet-port.

Manufacturer narrative:
The manufacturer conducted a documentary review on the batch provided: no deviation was found. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).